Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned treatment/non-emergency treatment got completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was down due to the fuse 14 failure. Upon troubleshooting, fse found that the fuse 14¿s blow was caused by the return of electrical energy. Fse replaced the fuse f14 and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that parts of the allura device would not boot up. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.